Manufacturer narrative:
Correction: d10 - concomitant product therapy dates.

Event description:
A user facility registered nurse (rn) reported at initiation of dialysis treatment the blood leak detector sounded. Upon inspection of the dialyzer there was massive blood leak that surrounded entire head of the dialyzer fibers. Blood was exiting the the dialysate compartment into the effluent drain line. Upon follow-up, the rn reported an internal dialyzer blood leak occurred immediately after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. Blood test strips were not used as the blood leak was very apparent within the hansen line and dialyzer housing fibers. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 300ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was available to be returned for manufacturer evaluation. Photos were available.

Event description:
A user facility registered nurse (rn) reported at initiation of dialysis treatment the blood leak detector sounded. Upon inspection of the dialyzer there was massive blood leak that surrounded entire head of the dialyzer fibers. Blood was exiting the the dialysate compartment into the effluent drain line. Upon follow-up, the rn reported an internal dialyzer blood leak occurred immediately after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. Blood test strips were not used as the blood leak was very apparent within the hansen line and dialyzer housing fibers. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 300ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was available to be returned for manufacturer evaluation. Photos were available.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. There were two photographs provided. There was one photograph showing half the dialyzer attached to a blood line and a cap on the hansen port. The bell housing was full of blood and there was blood around the fibers in the main body of the dialyzer. The second image provided shows the drain line from the machine and there is blood in the present in the line. The blood on the outside of the fibers is indicative of an internal leak; however, there was no damage visible on the dialyzer and it is unknown what may have caused the internal leak from the photograph. A lot history review was performed. There were no other complaints of any kind reported against the lot. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive cause regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported at initiation of dialysis treatment the blood leak detector sounded. Upon inspection of the dialyzer there was massive blood leak that surrounded entire head of the dialyzer fibers. Blood was exiting the dialysate compartment into the effluent drain line. Upon follow-up, the rn reported an internal dialyzer blood leak occurred immediately after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. Blood test strips were not used as the blood leak was very apparent within the hansen line and dialyzer housing fibers. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 300ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was available to be returned for manufacturer evaluation. Photos were available.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.